Event description:
It was reported that it was difficult to insert the atrial lead into the pulse generator header; it did not go all the way in. The device was not used and a new device was implanted.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.